Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that upon waking, the patient had discovered that the needle had dislodged, resulting in chemo leaking onto his skin and bedding. He had turned off the pump, placed all contaminated materials in a biohazard bag, and had immediately washed the affected skin thoroughly with soap and water. His clothes had been laundered separately. The continuous infusion rate had been set at 105 ml/hr, with a starting reservoir volume of 200 ml. The remaining reservoir volume had been unable to be measured. The air detector had been off, while the upstream sensor had been on. The infusion had been intended to run for 46 hours but had been cut short. The lock level had been set to 2. The pump had not been used to prime the extension tubing. Instead, the line had been primed prior to attaching the bag to the pump. The patient had been medically affected, having received less medication than prescribed, although the exact amount could not be determined. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.